Event description:
The pump was replaced to avoid in-vivo battery depletion. The pump and catheter were returned to the manufacturer for analysis. There was reported to be no pt injury. The pt recovered without sequela. The device system was used to deliver lioresal.

Manufacturer narrative:
(B)(4) - final device analysis of the pump revealed no anomaly found; normal device function. The catheter was returned in 3 pieces: catheter piece 4.7 cm; next piece 2.5 cm; next piece 57.3 cm to distal tip. Final device analysis of the catheter revealed both a & b sections have holes that were felt to be user related.